Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. The initial medwatch reported that there was no image when using the digital light source cable with the clv-190 (evis exera iii light source); however; per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The serial number of the subject device was not provided. The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus technical assistance center (tac), when the digital light source cable was used with the clv-190 (evis exera iii light source), there was no image on the screen. Subsequently, the cable was switched, and the issue was resolved. There was no harm or user injury reported due to the event. Patient identifier (B)(6) captures related event with evis exera iii light source.